Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead had a breach in its insulation, approximately 5 to 6 cm long. It was suspected that this occurred due to friction between the atrial lead and other implanted leads. The physician decided to patch the damaged area on the lead, instead of replacing the lead, due to possible vein occlusion. The lead remains in use. No further patient complications have been reported as a result of this event.